Manufacturer narrative:
Investigation results: the affected device was not available for investigation. Therefore an investigation of the device was not possible. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the aesculap vega knee system. Specifically, it was reported that as a result of having the product implanted the patient has experienced knee pain, difficulties in walking and swelling, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2014, and the revision surgery occurred on, (B)(6) 2019. A revision surgery was necessary. Additional information was not available. The adverse event is filed under aag reference (B)(4) ((B)(4)).